Manufacturer narrative:
A ge representative evaluated the system and repaired a pin on the interconnect cable. System operates as intended. (B) (4).

Event description:
Customer reported the system rebooted on its own. No patient injury was reported.